Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead associated with this pacemaker exhibited undersensing with loss of capture. The patient, who is pacemaker dependent, was reportedly symptomatic. The lead was explanted. This device remains in service.